Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 298mg/dl. The customer treated the high with lantus. The customer's cause of hospitalization was hyperglycemia. Troubleshoot for the high was conducted. The customer was advised the pump appeared to be functioning as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer will be sent tubing clamps to conduct high pressure test, and complete troubleshoot.